Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2014 - the midline broke off during insertion. All protocol was followed during the insertion including using the ultrasound to locate the vein. It apparently ended up in the soft tissue and when she pulled the catheter back 3 cm were left in the patient's arm. It was not successfully removed during a surgical attempt to retrieve it.